Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the patient experienced several ventricular fibrillation episodes and therapy was delivered without success. The ventricular fibrillation spontaneously resolved and no reprogramming was performed. The device was explanted and replaced and the patient was stable.